Event description:
It was reported the patient fell the day after implant. It was noted the patient was going to be seen for a full evaluation. It was reported the leads were in the same position at the bottom of the t5. It was noted the impedances were perfect. It was reported the patient was sore. It was reported the patient did not have a fifty percent reduction in pain. It was noted the patient had therapy in the same place as their trial. It was reported the patient could not tell the difference between the fall pain and the patient¿s chronic pain. It was noted the patient¿s buttock and implant site were bruised. It was reported the patient¿s leads were intact and the x-ray showed no movement. It was noted the patient had to rest and heal. It was reported stimulation did not cause the fall; the patient was prone to falling and had a neurological defect.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).